Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0bkay, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0bkay, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. She went to a urologist for an adjustment and they adjusted from program 4 to program 1. The patient was at 1.6v and wanted to increase to 1.8v because, she was not feeling stimulation. It was determined that the therapy was not on. The patient turned therapy on and this resolved the issue. The patient turned device on to 1.8v and it felt like things were working. It was noted that two days prior to report the patient went to the bathroom three times. Onset of symptoms was noted to be sudden. The patient was walked through the process and was reportedly fine for 2-3 days but was not doing well at the time of this report. She had an appointment the week of (B)(6) with her doctor.

Event description:
It was reported that the patient had a couple of questions. She has not been told by her healthcare provider that it was ok to increase stimulation and she will follow up with the healthcare provider. Within 2-3 days ago, she noticed a gradual return of symptoms. The patient was currently on program 4 at 1.5 and increased to 1.7 then 1.8 and yesterday increased to 1.9 which she was not feeling the stimulation very well. The patient will increase stimulation until it was strong but comfortable. The patient increased stimulation to 2.1. It was comfortable both sitting and standing. The patient increased stimulation to 2.2 which was too strong and she moved stimulation back to 2.1. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their manufacturer representative. It was noted that the patient spoke with someone that had been very helpful, but they were still making adjustments. It was later reported that the patient wanted to turn their therapy off. The patient used their programmer and got the question mark at first, and then repositioned the antenna and was able to connect. The patient confirmed their implantable neurostimulator (ins) was on and they were on program 4 at 2.3 volts. It was noted that the patient was at 2.1 volts before they turned it up to 2.3 a week prior to report. At the time of report, the patient turned their therapy off to see if their pain went away. It was noted that the patient had their program changed from 3 to 4 once by their healthcare provider. The patient stated that when it was first installed the patient did not have to adjust the stimulation for a long time. The last time the patient adjusted the patient thought they just adjusted not very long ago and had to adjust again. It was also reported that the patient was feeling pain in their groin area and they felt like they were being stabbed. The pain would come and go and it started three days prior to report. The patient stated it was terrible the day prior to report and had a hard time walking. The patient was concerned it might be a loose wire. It was noted that the patient didn¿t think their pain felt like it was from the stimulation and it was a different kind of pain, like they were being stabbed with something. The patient felt stimulation in the bicycle seat area. The patient did not turn their stimulation down to see if the pain would go away because they didn¿t think it was working for their symptom control. It was noted that the other day the patient went three times in a half an hour. The patient had symptoms the day of report during the afternoon and they were terrible the day prior to report. The patient thought their symptoms returned two days prior to report and then later stated they had turned up their stimulation a week prior to report because they were having therapy problems. The patient then clarified that their therapy stopped helping a week prior to report but then cleared up and they had been on and off. The morning of report they had no problem, but in the afternoon they were back again. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.